Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs linear leads; upn: m365sc2218700; model: sc 221870; serial: (B)(4); batch: 5092156.

Event description:
It was reported that the patients cervical leads appeared to have migrated and just covering the right side at lower level. The physician repositioned the existing leads and placed an additional lead on the left side of the spine. The patient has great coverage bilaterally and was very pleased with the new coverage.